Manufacturer narrative:
The samples are serum collected in sst tubes and centrifuged for 10 minutes at 3300rpm. Per the customer, qc was within the customer's established ranges prior to the erroneous results. A system check was performed on (B)(4) 2011 and met specifications. A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse replaced the substrate probe, the belts and seals in the wash, the precision pumps, and the aspirate probe peri pump tubing. Multiple system checks were performed by the fse and all met specifications. Although hardware issues were addressed, a definitive root cause could not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining troponin (accutni) results above the ami cutoff for two (2) patients' samples that did not match the clinical picture, generated by the access 2 immunoassay system. The erroneous results were reported out of the laboratory; however, repeat testing on an alternate instrument resulted in the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.